Event description:
During an incident in another country on an unk date involving an unk pt in cardiac arrest, this defibrillator dumped the charge once and then later went dead because of a dead battery. The pt was transported and pronounced at a hosp. The defibrillator was reported by the ambulance crew to have analyzed, charged and when the shock button activated, dumped the charge. Two-man CPR was performed for 1 min. The defibrillator analyzed again as "no shock indicated." Two-man CPR was performed 1 minute. The defibrillator analyzed a 3rd time started to charge indicating a shockable rhythm and when the shock button was depressed, the unit went completely dead (battery dead). The battery was replaced and after the 4th analysis segment resulted in "no shock indicated", the crew continued with 2 man CPR until the second crew arrived to transport.

Manufacturer narrative:
The defibrillator was not returned to the MFR for evaluation. From the incident info sent by the hosp ambulance crew to and received by laerdal medical as from country, it is known that the defibrilator reportedly dumped a charge after the shock button was activated. Per the hs3000 operating instructions, if the unit has fully charged to selected energy, a ready tone and the voice prompt "press to shock" is heard, and the shock button is identified on the display. If the shock is not delivered within 15 seconds, the defibrillator will self discharge internally. It is also known from the report that at least one of the batteries used at the scene was a non-laerdal battery and the report of dead battery was made, so that the last attempt to charge may have been halted by the battery's inability to support the charge. The defibrillator would have shut down with the "replace battery, battery low" prompt displayed. The message "replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The hs3000 operating instructions explain battery life and maintenance stating that only laerdal batteries be used and that they should be capacity tested as defined in the operating instructions and replaced after 2 yrs.